Manufacturer narrative:
Han, z., ding, m., liu, t., xie, b., wang, z., <(>&<)> tang, x. (2017). Observational study on thrombectomy in acute middle cerebral artery occlusion [abstract]. Chin j stroke, 12(7), 584-587. Doi:10.3969/j.issn.1673-5765.2017.07.004. The solitaire devices have not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and its cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of intracranial hemorrhage during or after solitaire thrombectomy. The purpose of the article was evaluate methods of intra-arterial thrombectomy and its clinical effects in acute middle cerebral artery occlusion. The authors reviewed 77 patients with acute middle cerebral artery occlusion who underwent solitaire thrombectomy. The abstract states that post-operative intracranial hemorrhage occurred in 6 patients and decompressive craniectomy were carried out in 5 patients with acute cerebral swelling.